Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery blew up in the battery compartment and destroyed it. The customer reported that the battery cap blew out and caused burns on the customer's hand. The customer stated that the insulin pump initially sounded like popping inside. The customer's blood glucose was unknown at the time of incident. The customer stated that the damage to the insulin pump was not caused by a vehicular accident. The customer stated that there were signs of damage on the infusion set and reservoir. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was returned without a battery or battery cap. No physical damage to battery tube and battery tube threads was noted per our visual inspection however, the battery tube was received with corrosion.

Manufacturer narrative:
The pump was received with a corroded battery tube. However, no physical damage was noted to the battery tube or the pump. The pump was received with operating currents within specification. The pump passed the rewind, seating, basic occlusion, occlusion, force sensor, displacement and self tests. The pump also had minor scratches on the lcd window, case and keypad overlay.